Event description:
It was reported a 6f angio-seal sts device was used to seal the right femoral arteriotomy site post percutaneous procedure. The deployment was stated as normal and non-eventful with a single wall puncture, pre-deployment angiogram taken, and good sheath position even though the skin puncture was 2 centimeters below the anatomical skin crease. The pt experienced pain for 48 hours post procedure. Three days later, the pt went to the emergency room at a different hospital with swelling in the right groin and blood oozing from the puncture site. A dressing was applied and the pt was discharged. That same day, the pt returned to the hospital where the angiogram was performed and presented with major blood loss (dark red blood) from the puncture site, a hematoma, and pyrexia. The wound was cleaned, observed and ice packs were applied. The inflammed site had a hematoma above and below the puncture site. Manual compression evacuated a moderate amount of dark red blood from the puncture site. Wound swabs were obtained and antibiotics were given. An ultrasound and CT of the groin and abdomen were performed. Results of the ultrasound revealed a wound tract infection was present and was being treated with antibiotics. An arterial fistula between the arterial wall and the surface of the skin was seen. Doppler ultrasound revealed there was no blood flow from the artery to the skin. Hemostasis had been achieved by manual compression. The angio-seal device could not be palpated due to the swelling caused by the infection and the hematoma nor could it be seen with the doppler ultrasound. The pt is due to have valve surgery in the next few months. The pain had subsided and the pt was sitting up.